Event description:
It was reported that a small volume folfusor experienced a no flow. This occurred during infusion of fluorouracil and sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from june 17, 2014 to june 18, 2014. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up report will be submitted.